Event description:
The surgeon reported that the pt was revised in early 2009, following the patella being worn off on the left knee, and further reported that the primary operation was carried out in 2002.